Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient age and dob requested but not provided, however, the customer stated that the patient was an adult patient.

Event description:
It was reported that the tubing set separated just below the drip chamber while in use on an adult patient. The customer stated that there was no patient harm caused by the event.

Event description:
It was reported that the tubing set separated and leaked just below the drip chamber while in use on an adult patient. The customer stated that there was no patient harm caused by the event.

Manufacturer narrative:
The customer¿s report that the tubing set separated and leaked below the drip chamber was confirmed. Visual inspection found a separation at the engagement between the tubing and drip chamber. Closer inspection of the engagement under magnification observed no solvent at the end of the tubing. The tubing¿s internal diameter was measured and found to be within specification. Functional testing could not be performed due to the set¿s separation and obvious leak that would occur. The root cause of leakage was tubing separation due to no solvent being applied at the engagement of the tubing during manufacturing of the set.